Event description:
It was reported to fresenius that this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a (liberty select cycler and liberty cycler set for renal replacement therapy was hospitalized and diagnosed with peritonitis on (B)(6) 2023. Follow-up with the patient¿s home program manager (hpm) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every other day for 21 days, and oral levaquin 500 mg for 21 days (patient allergic to ceftazidime). The patient¿s peritoneal effluent culture result returned negative for growth, and the patient¿s antibiotics were continued. The hpm attributed causality to the patient¿s failure to wear a mask during initiation and discontinuation (reeducated). Per the hpm, the serious adverse events were unrelated to any fresenius product(s) and/or device(s). The patient continued to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.